Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side "capsular contracture baker grade unknown" and "the implant type and size are not correct." Patient reported unconfirmed "breast implant illness" which has "impacted my entire body, my mentality, all of it." Patient additionally reported a swollen foot which is not device related. Company representative reported the patient "doesn't currently have cap-con. It was grade three in her june revision, but isn¿t present now." Device remains implanted.